Manufacturer narrative:
Concomitant medical products: addr06 ipg implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced something around the implantable pulse generator (ipg) when they stand up. It was also reported that the right ventricular (rv) lead exhibited myopotentials oversensing. The lead and ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.